Manufacturer narrative:
The insulin pump was received intermittent button response and button error alarm due to corroded keypad traces. Device had normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. No moisture damage found on electronic assembly or motor. It also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. He changed the battery and received a weak battery alarm. The customer confirmed the minutes did change on screen. The customer stated that he had been showering with the insulin pump on every day. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.